Event description:
In december 2005, the lay user/patient contacted lifescan and alleged that her one touch ultra meter was reading inaccurate low. The medical affairs specialist was unable to reach the patient in 12/05. A letter was also sent. The patient reported that some time ago she had to be admitted to the hospital due to low readings (results not provided). She was shaky and sweaty at the time of concern. She ate food prior to going to the hospital. At the hospital, her result was "normal" (exact result not provided). Therefore, the symptoms, and self-treatment correlated with the reported meter's results. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. However, the patient was unable/unwilling to answer if the test strips were within the expiration date, stored correctly, and if the puncture area was cleaned correctly. She was walked through two consecutive control solution tests and the results fell outside the specified range. This complaint is reported as an MDR due to the two failed control solution tests. A replacement meter, control solution, and test strips were sent to the lay user/patient.